Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the technician was drawing up solution and noticed they were leaking out of the back end of the plunger."

Manufacturer narrative:
Investigation summary: one (1) sample was received from the customer for investigation. The returned sample was leak tested and did not leak when tested. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action (B)(4) was opened to investigate.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the technician was drawing up solution and noticed they were leaking out of the back end of the plunger." 1 of 3 complaints.